Event description:
It was reported that cartridge alarm 20 occurred while customer was using pump, and issue did not occur during cartridge loading and had not happened before with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy, and original cartridge lot number was unavailable.